Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. The customer¿s blood glucose was 32 mg/dl to 402 mg/dl. Customer¿s other blood glucose level was over 200 mg/dl. The customer did not provide details regarding symptoms and treatment of their low blood glucose level as well as high blood glucose level episodes. Customer stated that the diminished battery life and failed battery test. Customer also stated that the scratches on the insulin pump screen and did not make the insulin pump harder to read and rewind was louder and unexplained non-delivery alert. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.